Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient having revision of trident acetabular shell. Original implant date was (B)(6) 2015. Original diagnosis was rheumatoid arthritis. The shell is believed to loosen over time. Patient's acetabular trident shell was revised to a rimfit x3 cup.

Manufacturer narrative:
Corrected data: device not returned. An event regarding loosening involving a trident shell was reported. Periprosthetic fracture & malposition was confirmed through medical review. Method & results: -device evaluation and results: not performed as device was not returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted; procedure-related factors: - periprosthetic fracture due to cementless cup in weak rheumatoid bone. - cup malposition in inclination and anteversion either primary or secondary to fracture. Patient-related factors. - rheumatoid arthritis as secondary factor to decrease bone strength although full surgeon awareness of the problem should mitigate this effect. Device-related factors: - none. Diagnosis: - periprosthetic fracture around the cup shell occurred due to implantation of a cementless cup in relatively weak rheumatoid bone. Cup malposition in inclination and anteversion was an additional severe overload contributing factor either introduced during primary arthroplasty or increased secondary to the fracture with both fracture and malposition contributing to severe overload with cup fixation failure early after surgery. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a clinical consultant concluded "periprosthetic fracture around the cup shell occurred due to implantation of a cementless cup in relatively weak rheumatoid bone. Cup malposition in inclination and anteversion was an additional severe overload contributing factor either introduced during primary arthroplasty or increased secondary to the fracture with both fracture and malposition contributing to severe overload with cup fixation failure early after surgery." No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened. Not available.

Event description:
Patient having revision of trident acetabular shell. Original implant date was (B)(6) 2015. Original diagnosis was rheumatoid arthritis. The shell is believed to loosen over time. Patient's acetabular trident shell was revised to a rimfit x3 cup.